Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wall hernia procedure, while on the fourth firing for the closure of the entry hole for fiberoptic endoscopic evaluation of swallowing, when the reload was loaded, the tissue excessive force was displayed on the power handle. When the reload was removed and adapter were reconnected, the display showed a yellow notation of 0 remaining procedure. Another adapter was used and it worked properly using the same handle. There was no patient injury.